Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for non-obstructive urinary retention. It was reported that the patient was bleeding really bad right out of surgery and was hospitalized until (B)(6) 2018. The patient stated that she was on a blood thinner up to surgery and that was the cause. The patient also noted that she still had the device put in. There were no further symptoms or complications reported or anticipated.